Event description:
It was reported that a pump module was observed with damaged/bent sear. This was observed by bd representatives during their site visit. The device was removed from use by hospital staff. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.